Event description:
Pt suffered a burst fracture trauma (B)(6) 2008 and is in a wheel chair as a result of the trauma. Pt instrumented at t12 with arcofix and synex ii. Surgeon used pt's bone to pack inside and around the cage. X-rays taken (B)(6) 2008 were uneventful. Approximately (B)(6)2010, pt reportedly heard a squeaking noise and experienced pain. X-rays taken at that time showed the superior endplate of synex ii to be tilted anteriorly and arcofix plate appeared to have reduced in height. Synex ii showed breakage at the central core. Pt was closely monitored and revised on (B)(6) 2010.

Manufacturer narrative:
Additional info has been requested. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.